Event description:
The customer stated that sometimes their meter does not turn on and other times the meter turns on but some of the numbers are missing. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided.